Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) clinical study. This complaint is being reported based on the event of bronchitis treated with medication. According to the complainant, on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. There were no issues reported to the device. On (B)(6) 2015, the patient experienced bronchitis. No emergency room visits occurred, however, the patient was hospitalized on (B)(6) 2015, for bronchitis and was treated with medication (exact medication administered was not reported). On (B)(6) 2015, the patient was discharged from the hospital. The event was considered to be resolved as of (B)(6) 2015, and the patient was reported to be recovering.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of bronchitis treated with medication. According to the complainant, on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. There were no issues reported to the device. On (B)(6) 2015, the patient experienced bronchitis. No emergency room visits occurred, however, the patient was hospitalized on (B)(6) 2015, for bronchitis and was treated with medication (exact medication administered was not reported). On (B)(6) 2015, the patient was discharged from the hospital. The event was considered to be resolved as of (B)(6) 2015, and the patient was reported to be recovering. Additional information received on 18nov2016. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator. Fev1: 00.77. Fev1 % predicted: 45.00. Fvc: 01.35. Fvc % predicted: 56.00. Post-bronchodilator. Fev1: 00.86. Fev1 % predicted: 51.00. Fvc: 01.46. Fvc % predicted: 61.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of bronchitis treated with medication. According to the complainant, on (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. There were no issues reported to the device. On (B)(6) 2015, the patient experienced bronchitis. No emergency room visits occurred, however, the patient was hospitalized on (B)(6) 2015, for bronchitis and was treated with medication (exact medication administered was not reported). On (B)(6) 2015, the patient was discharged from the hospital. The event was considered to be resolved as of (B)(6) 2015, and the patient was reported to be recovering. Additional information received on (B)(6) 2016; baseline spirometry values; visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 00.77, fev1 % predicted: 45.00, fvc: 01.35, fvc % predicted: 56.00. Post-bronchodilator: fev1: 00.86, fev1 % predicted: 51.00, fvc: 01.46, fvc % predicted: 61.00. Additional information received on (B)(6) 2016. Following the first bronchial thermoplasty procedure, the patient was hospitalized for observation only. On (B)(6) 2015, the patient experienced bronchitis. Medication was given or regimen was adjusted to treat the bronchitis (exact medication not reported). There was no hospitalization associated with this event. Visit date associated with baseline spirometry values updated to (B)(6) 2015.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study source: (B)(4) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.